Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "unintended use error caused or contributed to event" conclusion code was based on the details reported, this lead may be damaged due to the physician accidentally cutting the lead when connecting it to the pulse generator during replacement.

Event description:
It was reported that this right atrial (ra) lead was partially left capped. During the changeout of the device the physician accidentally cut the lead while being connected to the can. Another physician stepped in and took over the case, new leads were implanted. No additional information is available at the moment.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that the "unintended use error caused or contributed to event" conclusion code was based on the details reported, this lead may be damaged due to the physician accidentally cutting the lead when connecting it to the pulse generator during replacement. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurement throughout this test was within normal limit. The analysis finding of induced damage (severed). The observed damage is not deemed to indicate a product defect or malfunction. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right atrial (ra) lead was partially left capped. During the changeout of the device the physician accidentally cut the lead while being connected to the can. Another physician stepped in and took over the case, new leads were implanted. No additional information is available at the moment.

Event description:
It was reported that this right atrial (ra) lead was partially left capped. During the changeout of the device the physician accidentally cut the lead while being connected to the can. Another physician stepped in and took over the case, new leads were implanted. No additional information is available at the moment.